Event description:
The patient reported having a lot of issues with the implantable pulse generator (ipg). They described being a side sleeper and feeling something in their heart when they turn over as well as palpitations. The patient further described pain in both shoulders and a lump at the implant site. The patient stated they had discussed this with their physician and had the ipg checked. The following physician was contacted and indicated there were no performance issues with the ipg but the device had been subsequently repositioned due to the persistent pocket discomfort. The device remains in use. No further patient complications have been reported as a resultof this event.